Manufacturer narrative:
If a lead revision procedure is completed, this report will be updated. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up appointment, loss of capture and out of range pacing impedance measurements (greater than 2000 ohms) were observed with the right ventricular (rv) lead. Lead damage is suspected. The lead threshold and both pacing and shock lead impedance measurements started to increase after the last normal device replacement procedure for elective replacement indicator (eri) battery status. The new device was implanted in (B)(6) 2013. Since the last device reset, there were no records of any episodes stored with noise, or documented by the clinic. The device had previously been reprogrammed to left ventricular (lv) only pacing. The rv pacing percentage since the last recent was less than one percent; the patient is not pacemaker dependent. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead and cardiac resynchronization therapy defibrillator (crt-d) were successfully explanted in late (B)(6) 2018 due to high impedance measurements and loss of capture. A new rv defibrillation lead and crt-d were implanted. The explanted products will not be returned to boston scientific. No additional adverse patient effects were reported.